Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed and on the returned sample and it was observed that the proximal contact wire and the coil delivery wire were kinked and bent. Functional testing revealed that device could not be advanced in the catheter. The catheter was flushed and could not be advanced. The introducer sheath was cut was in order to remove the main coil and the device was retracted. The device was started to be in good use and was prepared according to the directions for use specifications. The reported events are covered in the device directions for use. The risks of the reported events are documented in the risk documentation and there are current controls to mitigate the risk of the as reported events. The cause for the reported issues could be determined. It is probable that the devise was damaged during the clinical procedure due to some procedural /anatomical factors encountered causing the as reported evens, therefore assignable cause of procedural factors will be assigned to the reported issue.

Event description:
Analysis of the returned devise found the subject coil delivery wire broken inside the patient. It was reported there was a 30-minute delay in the procedure. The patient¿s medical condition was good and there was no adverse event. There were no clinical consequences reported to the patient.